Event description:
International affilate reports the pt came to refill procedure. Surgeon tried to empty the remaining drug solution but the pump was already completely empty. Then surgeon tried to refill the pump with drug solution but it was impossible to refill it. Suspicion of dislocated catheter. Therefore the catheter was changed. Afterwards refill procedure still was impossible. Pump will be explanted.